Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited missing adhesive at forceps cover of distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause missing adhesive at forceps cover is expected or random component failure due to degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.